Manufacturer narrative:
Device unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Device passed the displacement test. Drive support disk was inspected and no anomaly was noted. Cracked case upper corners of display window and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had a severe low blood glucose event. Customer had to drink 4 cans of coke and eat a package of crackers to bring up the blood glucose to 78 mg/dl. Customer noticed the drive support cap was sticking out, customer had discontinued use of the device. Customer's blood glucose at time of call was 450 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis